Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection, fistula, adhesions, pain, recurrence, hematoma, inflammation, obstruction, abdominal pain, healing, impaired, and device defective. Post-operative patient treatment included small bowel resection, and revision surgery, medication, wound vac, incision and drainage, lysis of adhesions, exploratory laparotomy, mesh revision, small bowel resection with portion of colon, hernia repair with new mesh.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a1, a5b, b2, b5, b6, b7, & h6 (patient codes, device codes, ime e2402: gas in subcutaneous space, leukocytosis). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection, fistula, adhesions, pain, recurrence, hematoma, inflammation, obstruction, abdominal pain, healing impaired, device defective, gas in subcutaneous space, air fluid levels within the abdominal wall, leukocytosis, candida albicans, swelling, fever, green drainage from incision, tenderness, fluctuance, ballottable area, scarring, erythema, purulent fluid, extruding mesh, & stool draining from incision. Post-operative patient treatment included small bowel resection, revision surgery, medication, wound vac, incision and drainage, lysis of adhesions, exploratory laparotomy, mesh revision, small bowel resection with portion of colon, hernia repair with new mesh, CT scan, hospitalization, antibiotics, wound care, partial mesh removal, tpn, component separation, & pain medication.

Manufacturer narrative:
Correction: h6 ime e2402: fluctuance (&) removed patient code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection, fistula, adhesions, pain, and device defective. Post-operative patient treatment included small bowel resection, and revision surgery.